Event description:
It was reported that the customer passed away on (B)(6) 2022. Multiple follow-up attempts were made but no additional information was available. The pump was not uploaded to t:connect, therefore the pump log could not be investigated.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.